Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that patient had myocardial infarction and in-stent restenosis occurred. In february 2011, the patient underwent index procedure, a 2.25mm x 24 taxus liberté atom drug-eluting stent was implanted to treat the target lesion located in the first obtuse marginal. In (B)(6) 2013, the patient presented with shortness of breath for 2 weeks. Two weeks later, the patient was hospitalized with no chest pain, bilateral basal crackles, pedal edema and jvd, no pulmonary edema on cxr, EKG st depressions and t inversions in lateral leads, increased troponins and bnp. The 90% target lesion was located in a non tortuous, calcification or anatomical complexity in the first obtuse marginal. At the time of event, the patient was taking aspirin 81 mg daily. Target lesion was pre dilated with 2.0 mm x 12 mm non bsc balloon catheter. Myocardial infarction was determined due to restenosis of an unspecified taxus stent which caused by a subtotal occlusion in obtuse marginal branch. The subtotal coronary lesion was treated medically due to small distal targets not amenable to percutaneous intervention. It was also treated with diuresis, heparin and continuation of treatment for hypertension, dyslipidemia and diabetes. Following post procedure, residual stenosis was 0%.